Event description:
A report was received from a user facility in (B)(4) stating: "aspiration tubing was clogged. Stellaris did not aspirate. Changed cartridge and everything was fine. No patient impact or injury.

Manufacturer narrative:
Product has not been received for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.